Manufacturer narrative:
The customer reported that during the afternoon of the (B)(6) 2021 an incident which resulted in patient death. A patient have been monitored with a intellivue mx550 and intellivue x3 in the patient room and also surveillance by a central station piic ix. Around 13:51 the patient have dropped his ECG-electrodes and by then only have one lead being analyzed. Though around 14:14 also this electrode/lead is disconnected from the patient, when the staff enter the room around 14:30 they find the patient deceased. The last vital signs from the patient is seen by the spo2 sensor 14:17. The philips clinical application specialist reviewed the event with the physician in charge of the hia unit. It is a clear understanding from both sides that this is a result of human error and not the philips system. The device worked as intended. This case was determined to be a user issue. This issue does not represent a product/part failure. The philips account manager hpm reviewed the audit logs together with the customer and informed the customer about the outcome of the investigation. The responsible product support engineer reviewed the provided log files again and stated that several alarms were seen to have occurred at the piic ix and silenced by the user at the time in question. The available information supports that there is no known health risk for the patient or users. The product remains at the customer site.

Event description:
The customer reported that a patient dropped his ECG-electrode. The device was used for patient monitoring at the time of the alleged malfunction. The death of a patient was reported. No further information regarding the patient, such as gender, age, height, and weight, was provided by the customer.